Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery daily. The customer stated that he had had trouble with the insulin pump for about a month. He stated that he had changed the insertion sites, but the issue persisted. The customer's blood glucose was between 160 and 170 mg/dl at the time of the event, and the customer's most recent blood glucose was 260 mg/dl. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. He verified that insulin exited with a manual plunger push. He was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. He stated that insulin exited the tubing with a manual prime and was advised that the insulin pump worked as designed. He was advised that the alarm was caused by an infusion set or reservoir occlusion. He was advised to monitor the device and call back if the issue persisted.